Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, e1 and g3 of the initial medwatch (the aware date should be 15/04/2024). Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and in regards of the event that the air/water channel had foreign material, olympus confirmed foreign material remained in device. The type of the material could not be identified. The device was found to fail the leak testing so it was determined possible that reprocessing could not be conducted properly as a result of leakage. However, the root cause could not be specified. The event can be detected/prevented by following the instructions for use: detection method is described in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measure is described in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited foreign material found in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.